Event description:
It was reported that the arctic sun device was received from the clinical staff with alarm 113s (reduced water temperature control). Per wo notes, an evaluation of the device showed a likely chiller failure. Chiller temperature (t4) had remained in the 30c range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. An evaluation of the device showed a likely chiller failure. T4 remained in the 30c range. Chiller was replaced. The hot side spade connector between the power inlet module and the ac main voltage circuit card has blackened. Replaced the ac main voltage circuit card. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was received from the clinical staff with alarm 113s (reduced water temperature control). Per wo notes, an evaluation of the device showed a likely chiller failure. Chiller temperature (t4) had remained in the 30c range. Per sample evaluation results received via task on 26jan2026, it was reported that the hot side spade connector between the power inlet module and the ac main voltage circuit card has blackened.